Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. A new device was implanted. No additional adverse patient effects were reported. Information received from the field indicates this lead became dislodged when the associated lead was removed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. A new device was implanted. No additional adverse patient effects were reported.